Event description:
It was reported bd microlance¿ 3 needles had blockage issues. The following information was provided by the initial reporter: "liquid does not pass through the needle when it is attached to the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd microlance¿ 3 needles had blockage issues. The following information was provided by the initial reporter: "liquid does not pass through the needle when it is attached to the syringe."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 304000 and lot number 210336. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, a video sample was returned for evaluation by our quality engineer team. The video showed that the liquid within the syringe will not pass through the needle, confirming that the needle is clogged. Twenty retained samples of the same lot number were obtained for further evaluation. The retained samples did not reveal any signs of clogging upon examination. Based on the investigation results, a definitive cause related to the manufacturing process cannot be determined at this time.